Event description:
It was reported that during a breast biopsy procedure, it was impossible for the device to obtain samples. Another like device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.